Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with an unknown mentor saline prosthesis. Deflation was diagnosed by a patient self-examination on (B)(6) 2018. As a result, bilateral prosthesis exchange was performed on (B)(6) 2018.

Manufacturer narrative:
On 03/27/2018, mentor learned that the complaint device was not a mentor product. Since this complaint is not against a mentor product, it is not considered MDR reportable for mentor. However, because this event has already been reported to FDA, additional information will continue to be reported in supplemental reports as applicable. Manufacturer's reference number: (B)(4).